Event description:
This was a left sided lead extraction performed in the ep lab to remove a 66mth old sjm 1058 quicksite xl lv lead. The patient was consciously sedated, arterial line placed, fluoroscopy in use, and tee available. The physician opened the pocket and prepared the lv lead with an lld-ez. Pacing stylets were placed in the atrial and ICD leads. The physician used a 12f glidelight laser sheath to extract the lv lead without incident. The physician then chose to extract the 66mth old sjm 1590 riata dual coil ICD lead. It was prepared with a lld-ez and lasing began with the 16f glidelight laser sheath with the teflon outer sheath. Slow, but steady progression was experienced down the length of the lead. The physician ceased advancement and use of the laser sheath approximately 1.5cm to 2cm from the distal tip. The total lasing time with the 16f laser sheath was 1:59. The physician applied traction without the use of the laser sheath or outer sheath to provide countertraction for approximately 3-4 seconds until the lead 'popped' free. Within 5-6 seconds the patient's blood pressure dropped from 100 to 40. The patient became unresponsive and CPR was started. The CT surgeon was paged. After approximately 5 minutes, a mass page was sent out to any available surgeon. Blood infusion began. Approximately 8 minutes after the initial drop in blood pressure, tte was brought into the room and confirmed an injury had occurred. Approximately 10 minutes after the initial blood pressure drop, the physician performed a pericardiocentesis. Approximately 15 minutes after the pressure drop, 2 CT surgeons entered the ep lab. The patient regained consciousness. Over the next 30 minutes, the pressure stabilized and dropped multiple times. CPR stabilized pressure each time. At approximately the 30 minute mark, the staff called the or to arrange to have the patient transferred but unfortunately an o.r. Room was not available. Approximately 45 minutes after the initial blood pressure drop, the 2 CT surgeons made the decision to open a subxiphoid window to manage the injury. Blood and clots were removed for approximately 15 minutes through the window that was created. Approximately 1 hour and 15 minutes post injury, the heart was no longer responding and time of death was called.

Manufacturer narrative:
Discarded after use by hospital staff.